Event description:
It was reported that this 68 y/o male patient's right shoulder was revised approximately 4 years post op. Patient complained of pain/instability. Surgeon thought maybe implants were too large. Surgical site appeared possibly infected, so he swapped out as many modular parts as possible. Stem and bp well fixed. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning: hospital policy.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5741395 300-30-10 - equinoxe preserve stem 10mm 5975534 315-35-00 - glnd kwire 6590772 320-01-42 - equinoxe reverse 42mm glenosphere 6567175 320-10-00 - equinoxe reverse tray adapter plate tray +0 6554605 320-15-04 - rs glenoid plate r post aug, 8 deg, right 6540903 320-42-00 - equinoxe reverse 42mm humeral liner +0 6541577 320-15-05 - eq rev locking screw 6519775 320-20-00 - eq reverse torque defining screw kit s074240 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s075111 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s075743 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s081293 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm 6434207 531-20-00 - shldr gps rvrs drill kit 6617096 531-78-20 - shouldr gps hex pins kit.